Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to foreign material found stuck inside the connector. The confirmed malfunction is related to the reported event. However, once connected, the battery performed as intended. The most likely root cause of the reported event is a foreign object found stuck inside the connector, preventing it from locking properly. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the clinical engineer that "the locking mechanism of the battery doesn't rotate and the patient has a difficult time using the battery.¿ it was stated that the patient could no longer use the battery, thus it was replaced. No reported consequences or impact to the patient. There were no reported patient consequences.